Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during initial placement of the right atrial (ra) lead, the lead dislodged several times and had to be repositioned. It was also noted that the fixation helix was not extending or retracting properly. The lead was removed and an alternative lead was placed. No patient complications have been reported as a result of this event.